Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a damaged battery cap and they were unable to unscrew it. Customer stated that the display screen is cracked as well. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.